Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for peritonitis. The cause of the event and treatment details were unknown. On an unreported date, pd therapy was temporarily discontinued (current mode of dialysis therapy was not reported). At the time of this report, the patient had not recovered. No additional information is available.